Event description:
The event is reported as: the customer alleges that during intubation, there was a break in the middle of the tube. The pt's condition is reported as fine.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.